Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners cutting into their cheek. Provided filing and fit tips, requested patient to provide an updated photo and update on how the aligner is feeling.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.